Event description:
It was reported that after connecting the lasso 2515 nav variable catheter, there was severe noise in both signals, intracardiac and ECG. The cable was exchanged without resolving the issue. After changing the catheter, the problem was solved. The procedure was completed with no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the noise was observed in all channels, body surface and intracardiac signals, were completely unreadable in both systems simultaneously. The physician was not capable to interpret both signals and required to disconnect the catheter. After replacing it, the noise did not return and was able to complete the procedure with no patient consequence. Due to this additional information, this complaint became reportable. Awareness date changed to (B)(6) 2013.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures (B)(4)

Manufacturer narrative:
(B)(4).